Event description:
Ms3 pump serial number (B)(4), maintenance date 05/26/2018. Pump is not working correctly. Patient received error that the syringe cartridge was only half full. He does have 1 functioning pump. Product fault did not occur while in use with patient. Pump did not contribute to injury. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Dose or amount: 81 nkm. Frequency: continuously. Route: subcutaneously. Dates of use: (B)(6) 2013 to present. Diagnosis or reason for use: i27.2.